Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. There were no frayed cables observed during a visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity and energy delivery tests.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a frayed cable. There was no report of patient involvement.